Event description:
The manufacturer became aware of a rep dreamstation auto CPAP alleging dizziness, headache, inflammatory response, kidney disease/toxicity and liver disease. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.